Manufacturer narrative:
Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with unknown saline smooth breast implants which the right side deflated after implantation.. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information received on 6/26/2019, indicated that the date of explantation is not known yet, and there was bilateral deflation. This report is for the right side. On 6/26/2019, the manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, additional information indicated that the suspect device catalog number is 3501680, lot 255113, and serial number is (B)(4). Patient scheduled for removal on (B)(6) 2019 concomitant product: left: catalog #3501680, serial number# (B)(4), lot# 255113 a manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2019, indicated that patient also had bilateral issue with ptosis and as a result she underwent bilateral removal and replacement with silicone breast implants , and bilateral mastopexy on (B)(6) 2019. Device received on 7/8/2019. Device evaluation completed on 7/23/2019: during evaluation of the sample a crease was observed in the anterior and extending to the posterior view. Within crease a tear was noted in the anterior view, measuring approximately 0.9 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. This report is for the right side. Manufacturer¿s reference number: (B)(4).